Event description:
It was reported that the patient underwent a revision procedure due to the liner being compromised resulting in pain. There is no further information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: a4. B4. B7. G3. G6. H2. H6. H11. Visual examination of the provided pictures identified explanted head and fragments of explanted liner covered in bio-debris. No further evaluation could be made from the provided pictures. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. A definitive root cause cannot be determined. The complaint is confirmed based on the provided photographs of the fractured implant. Attempts have been made to gather all product information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.